Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) anterior curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) was selected for use during a left atrial appendage (laa) closure procedure. Approximately 3 minutes post-deployment of the closure device, a pericardial effusion was noted via transesophageal echocardiogram (tee). Protamine was administered and the patient was observed for 40 minutes. During observation there was no change in effusion or compression of the heart. Activated clotting time was recorded at 224s. The patient was then brought to the recovery unit where she remained over night before being discharged without incident the following morning. Of note, tee from (B)(6) 2019 was reviewed, which revealed an area of loculated fluid in the pericardial space; however, the there was no survey of the area of the heart where the tee physician felt there was an effusion, performed before the start of the case. The tee physician felt that the effusion was possibly present before the start of the case, but without an examination where the effusion was believed to be present, he could not confirm.